Event description:
It was reported that during a procedure, the mirror was misaligned. The procedure was completed using the same console without patient complications. It was further reported that the patient experienced bleeding post procedure. No further information was provided.